Event description:
Crs fast set putty 5cc sterile was implanted 2005 in pt with pre-existing brain injury and several hours after surgery pt suffered 3 seizures and slight infection. Surgeon is not sure that norian is related to pt seizures.